Event description:
Bayer case number: (B)(4). Allergic results to nickel [nickel allergy]. Pain on hip muscles on walking, could not run anymore [localised muscle pain]. Suicidal thoughts [suicidal ideation]. Severe fatigue [fatigue extreme]. Less force to carry things [muscle weakness]. Dizziness [dizziness] . Less attentive to drive [attention impaired]. Lost endurance on cycling [decreased exercise endurance] . Difficulty to do cleaning and cooking [activities of daily living impaired]. Abdominal pain [abdominal pain]. Bloating [bloating]. Alternation between diarrhoea and constipation [alternation between constipation and diarrhoea]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 07-sep-2018. The most recent information was received on 27-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("allergic results to nickel"), myalgia ("pain on hip muscles on walking, could not run anymore") and suicidal ideation ("suicidal thoughts") in a female patient who had essure inserted (lot no. C13148) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 27-aug-2014, the patient had essure inserted. On unknown date she experienced allergy to metals (seriousness criterion intervention required), myalgia (seriousness criterion medically important), suicidal ideation (seriousness criterion medically important), fatigue ("severe fatigue"), muscular weakness ("less force to carry things"), dizziness ("dizziness"), disturbance in attention ("less attentive to drive"), exercise tolerance decreased ("lost endurance on cycling"), loss of personal independence in daily activities ("difficulty to do cleaning and cooking"), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and gastrointestinal motility disorder ("alternation between diarrhoea and constipation"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 26-jan-2026. At the time of the report, the allergy to metals, abdominal pain, abdominal distension and gastrointestinal motility disorder had not resolved. The outcomes for myalgia, suicidal ideation, fatigue, muscular weakness, dizziness, disturbance in attention, exercise tolerance decreased and loss of personal independence in daily activities were unknown. No causality assessment was received for essure with regard to myalgia, fatigue, dizziness, muscular weakness, disturbance in attention, loss of personal independence in daily activities, exercise tolerance decreased, suicidal ideation, abdominal distension, abdominal pain, gastrointestinal motility disorder or allergy to metals. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 12-sep-2018 for the following meddra pt (excluding this case): myalgia: 49 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 27-jan-2026: new events abdominal pain, bloating, allergy to nickel & alteration between diarrhea & constipation. Essure insertion & removal dates were added. Further company follow-up with the consumer or the regulatory authority is not possible. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.